Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. The reported foreign body in patient (chordal entanglement) as listed in the eifu, mitraclip ntr/xtr system, us, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported entrapment of device-clip caught on chordae was likely an outcome of procedural circumstances/user technique. Foreign body in patient is an outcome of entrapment device. The reported unexpected medical intervention-pti was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. Na.

Event description:
This is filed to report the clip entanglement (01102u186). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (01102u191), was advanced the clip got entangled in chordae. The clip could not be freed and was implanted in chordae. A second clip (01102u186), was advanced. The clip got entangled in chordae and could not be freed, therefore the clip was implanted in chordae. A third clip was advanced and was implanted without further issue, reducing mr to 2. No additional information was provided.